Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, underweight and opening on the shell. A visual and microscopic analysis was performed which identified, wear abrasion and striated opening extended on posterior. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture confirmed via MRI and ultrasound. Device was explanted.